Manufacturer narrative:
Article citation: "long-term outcomes with the mcghan style 153 dual-lumen breast implant: implications for future implant design,¿ by dc hammond and wp schmitt, published in j plast reconstr aesthet surg, electronically published 07/02/2016. Further information from the author regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. In rare instances, acute infection may occur in a breast with implants; the signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever; very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting; patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms. Additionally, a periareolar incision may carry an increased risk of infection and change in sensation.

Event description:
Reported event of ¿infection¿ occurring in 8.2%, or 11, implanted mcghan style 153 lumen devices was found within the journal article, ¿long-term outcomes with the mcghan style 153 dual-lumen breast implant: implications for future implant design,¿ in journal of plastic, reconstructive, and aesthetic surgery, 69, 02 jul 2016, p. 1211-1217. The authors state that ¿of the 134 implants, 104 ultimately required removal (77.6%).¿ as such, it can be reasonably assumed that the devices affected by infection were removed.